Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 on a patient with a restricted posterior leaflet. A mitraclip xtw (60120a1060) was inserted and grasping was performed. However, after multiple failed grasping attempts, the anterior gripper line broke. Therefore, the clip was removed and replaced. A mitraclip xt (60120a1060) was inserted and deployed on the mitral valve. However, post deployment, the clip opened to 40 degrees. No additional clips were implanted. The procedure was completed with one clip implanted, reducing mr to a grade of 3-4. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.